Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged. The lv lead pulled back into main body of coronary sinus. The lead was explanted and replaced. No patient complications have been reported as a result of this event.